Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor needle broke before insertion. The blood glucose reading was not given. The customer declined troubleshooting. The sensor was not returned for analysis.